Event description:
It was reported that when using the bd pyxis¿ es server, the discharged patient was still showing on the pyxis machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that discharged patient was still showing on the pyxis machine. A technical support specialist (tss) worked with the customer and obtained a patient example for review; however, the provided example was outside the data retention window of the enterprise server application server and the clinical communication engine, which prevented retrieval of message history. The tss noted that the patient was still displayed with an admitted status on the system interface. The tss confirmed through customer verification that the external system had not generated a discharge message and had not populated the discharge date, which resulted in the patient remaining in an admitted status on the server. The tss verified that the customer manually discharged the patient within the enterprise server, after which the patient status reflected correctly as discharged. The tss confirmed resolution and proceeded with case closure. The system functioned as intended after the technical support specialist resolved the issue.